Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), and h11. B5: it was further informed that the expected infusion time was 46 hours however the actual infusion time was 53 hours. H4: the lot was manufactured december 1-2, 2025. H11: the device was received for evaluation without containing fluids in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 date: the device was connected on 04/10/2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused; the device was not delivered completely. This was observed during patient infusion. The patient went to a homecare clinic to have the device removed; however the nurse realized that the device was not empty. The device was hooked back up to the patient to continue treatment. The device was filled with fluorouracil 3600mg in 5% dextrose 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.